Event description:
The reporter originally reported 1 issue on (B)(6) 2012, however, per a follow-up telephone conversation on (B)(6) 2012 with the complaint originator, the contact stated that during an arthroscopic shoulder repair with the use of an fms pump for the fluid management, the patient experienced extravasation during the procedure; no intervention was performed. The procedure was concluded successfully without further issues or harm to the patient; however, because of the extraordinary swelling due to the extravasation which extended to above the collar bone and down to the elbow, the patient was iced down and monitored for continuum of air way integrity. The reporter stated that this exact issue with this same device has happened at least 4 other times: none reported; no dates or other information could be provided for these previous incidents. Also see associated mdrs 1221934-2012-00091, 1221934-2012-00093, 1221934-2012-00094 and 1221934-2012-00095.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. The performance and functional testing revealed that the device had a performance/component anomaly that may or may not have been contributory to the adverse event; we cannot tell; technique may also have played a role in the event. Outside of these considerations, we cannot discern a root or underlying cause for the reported adverse event. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.